Manufacturer narrative:
Findings: motor error alarm during rewind and motor position encoder error alarm confirm in history file due to corroded motor home switch. Pump received with cracked reservoir tube lip noted.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 307 mg/dl. The customer stated that he was trying to rewind and it gave him the alarm. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer reported a motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.